Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 70mm thoracic aortic aneurysm. It was re ported that a type ia endoleak was observed following a CT scan carried out 5 months later. The physician has reported that that cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is being monitored.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak leading to the taa expansion could not be determined from the films provided. The anatomy at implant is unknown and earlier post-implant films were not available for comparison. Review of a CT film report 5 months post-implant revealed that the patient had been implanted with 2 valiant stent grafts, the taa maximum diameter measured 85mm, and there was a likely proximal type I endoleak. The proximal device was positioned 4mm caudal to the left carotid artery, and 15mm from the innominate. Near the proximal graft margin (fabric) the thoracic diameter was 34mm, and 20mm caudal near the level of the lsa a likely proximal type I endoleak was visible. The stent graft od near the lsa was 35mm and the thoracic diameter at that same level measured 39mm, and 30mm caudal to the lsa the taa diameter measured 85mm. It is possible that disease progression (thoracic aorta dilatation) may have contributed to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.